Manufacturer narrative:
No device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated.

Event description:
This incident was reported by the healthcare provider (hcp) as reported to them by the patient, and limited information has been made available. According to the details provided, the patient alleges that they experienced ocular irritation and infection after lens use. At the time of the patient report to the hcp, the patient had not sought medical attention from their office and was advised to book an appointment with an optician. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged ocular infection of unknown type or severity, lack of medical information and potential for serious injury related to ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.